Manufacturer narrative:
The pump was returned to animas for eval. All keypad buttons did not activate desired pump functions during testing. It was also observed that multiple button presses were required to engage a response. All buttons did not have normal spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad required multiple presses to respond. The pt reported he does not get the pump wet.